Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2022, two years earlier, a 23mm epic biocor valve was successfully implanted. The annular diameter of the patient was 21mm. On (B)(6) 2024, the patient presented with thrombosed leaflets, severe aortic insufficiency, and degeneration of the prothesis leaflets. The valve was explanted and replaced with a new one to resolve the event. The patient is stable.

Manufacturer narrative:
An event of thrombus severe aortic insufficiency and degeneration of the prothesis leaflets was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not received for analysis. However, based on the information received, the reported thrombus is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The reported unexpected surgical intervention was a result of case-specific circumstances as surgical removal of device was performed.

Event description:
It was reported that in (B)(6) 2022, two years earlier, a 23mm epic biocor valve was successfully implanted. The annular diameter of the patient was 21mm. On (B)(6) 2024, the patient presented with thrombosed leaflets, severe aortic insufficiency, and degeneration of the prothesis leaflets. The valve was explanted and replaced with a new one to resolve the event. The patient is stable.